Manufacturer narrative:
Report source literature description: journal: the journal of reproductive medicine, author: temkin sm, turner jr, lengyel ER., title: acute inflammatory reaction following placement of sodium hyaluronate-carboxymethylcellulose barrier in a young women, undergoing gynecologic surgery, volume: 56 (1-2), year: 2011, pages: 71-74. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Acute inflammatory reaction [inflammation]. Small bowel obstruction [small intestinal obstruction]. Case description: literature-spontaneous report was received on (B)(6) 2012 from an author regarding a (B)(6) female pt, initials unk. This report is from a literature article entitled "acute inflammatory reaction following placement of sodium hyaluronate-carboxymethylcellulose barrier in a young woman undergoing gynecologic surgery". The pt's medical history was significant for hysterectomy, endometriosis, pelvic pain, laparotomy, bilateral salpingo-oophorectomy, colectomy, appendectomy, adhesiolysis, ileorectal anastamosis, drug allergy (sulfonamides, prochlorperazine, sumatriptan, ultram, diphenhydramine, nutrasweet and cephalosporins) and ovarian cyst. On an unspecified date, the pt had seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane applied to pelvis including the posterior bladder at the completion of the surgical procedure to prevent postoperative adhesions. On the second postoperative day, the pt experienced excruciating abdominal pain. Lab eval revealed an elevated white blood cell count at 17 k/mcgl climbing to 26 k/mcgl and a marked thrombocytosis with a platelet count of 649,000 k/mcgl. Computerized tomography (CT) scan of abdomen and pelvic revealed dilated loops of small bowel, air fluid level and transition point consistent with a complete bowel obstruction. On third postoperative day, the portion of ileum that was oversewn at initial surgery was densely adhered to the posterior bladder. A small bowel resection at the site of the adhesion and the previous serosal injury was performed and repaired with side to side function end-to-end small bowel anastomosis. Final pathology revealed extensive inflammatory exudate and serositis of small bowel without ischemic or inflammatory changes of the mucosa or muscularis or any signs of bowel injury. Immunochemistry straining for cd117 revealed a marked mast cell infiltration within the subserosal stroma of the resected small bowel, suggesting an acute inflammatory reaction. The action taken with seprafilm treatment was not provided. The outcome for the events of acute inflammatory reaction and small bowel obstruction was not provided. Concomitant medications were not provided. The intensity for the events of acute inflammatory reaction and small bowel obstruction was not provided. The reporting author assessed the relationship between seprafilm and the event of acute inflammatory reaction and small bowel obstruction as possible.